Event description:
It was reported that the tip of the wds became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but did not meet release criteria. After the physician fully recaptured the closure device it was noted that there was damage to the tip of the wds. The wds was replaced with a new wds of the same size. The procedure was then successfully completed with the closure device implanted in the laa of the patient.

Event description:
It was reported that the tip of the wds became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but did not meet release criteria. After the physician fully recaptured the closure device it was noted that there was damage to the tip of the wds. The wds was replaced with a new wds of the same size. The procedure was then successfully completed with the closure device implanted in the laa of the patient.

Manufacturer narrative:
Device eval by MFR.: the returned device consisted of a watchman flx delivery system with the implant in the sheath. Visual inspection revealed no damage or defect. Examination under the microscope found the tri-cuts were flared, one was folded, and there were abrasions within the sheath tip. A photo received for analysis depicts the tip is damaged. Product and media analysis confirmed the reported event as the tip was damaged.